Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit would activate the bipolar sometimes without keyed input. The unknown cable, forceps and footpedal were changed out but it did not solve the issue. There was no patient injury.